Manufacturer narrative:
Philips investigated this complaint and, according to the additional information gathered, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) worked with the hospital to identify that the image processing pc (ip-pc) was turning on only when the mains isolator was switched off and then on. A philips field service engineer (fse) examined the system on-site and found that that the ippc would start up only when a hard shutdown of the mpower distribution unit (mpdu) occurred. It was determined that the mpdu would need to be replaced. As the device was within two months of its end-of-life (eol) date and was set to be decommissioned, the fse rerouted power through switchable tapping rather than replacing the mpdu. After changing the tapping, the system was restarted, and the functionality of the system was restored. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified, and procedure was completed as usual. A field service engineer (fse) checked system and confirmed that the image processing computer not booting. To resolve the issue fse changed the tapping from x41 to x74, after repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's image processing computer failed to boot, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.